Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On (B)(6) 2023, it was reported via phone by a sales representative that an ar-8990st suture anchor pulled out. This occurred during a brostrom lateral ankle procedure on (B)(6) 2023. When the anchor went in it seemed to have seated; however, when tightening the sutures with little force, the implant backed out. The case continued using another anchor of the same part. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.